Manufacturer narrative:
(B)(4) date sent: 12/18/2015 information was not provided by the initial contact. At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic chole procedure the clips were scissoring. The procedure was completed with device, whenever a good clip would form. The device was discarded.